Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The representative reported via e-mail that the act button was unresponsive. The customer also reported that there was crack on the battery compartment to the screen. The representative stated that the customer had blood glucose of 105 mg/dl. The representative also reported that the insulin pump shut off and would not turn off even after changing the battery. The insulin pump will not be returned for analysis.